Event description:
Caller states customer reportedly received results of 25.1 mmol/l and 4.1 mmol/l within 10 minutes on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B) (6).